Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.

Event description:
On 02/25/2025, a sales representative reported via (B)(4) that an abs-2010-ot intraosseous bioplasty kit had the tip of the decompression device broken off when trying to remove it from the patient's hip. The surgeon was unable to remove the broken tip, which stayed in the patient's bone. They were able to complete the remainder of the procedure. This was discovered during a core decompression procedure on (B)(6) 2025. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.